Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, the message "low impedance expected for xv electrode" was displayed on the programmer screen, on the "tests egm" tab. This message is related to triventricular (tri-v) devices only.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190319 - file-2019-00247 - analysis_and_closure_report_resp-2019-00397.pdf].

Event description:
Reportedly, during a follow-up, the message "low impedance expected for xv electrode" was displayed on the programmer screen, on the "tests egm" tab. This message is related to triventricular (tri-v) devices only.